Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 202 mg/dl and 93 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took his normal 80 units of "novolin s" after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.